Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a freezing display. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a